Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hematoma, autoimmune reaction, surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via medwatch number: mw5084095 that a female patient underwent an unspecified breast surgery with an unknown mentor gel breast implant and experienced postoperative implant site hematoma that required surgical intervention, and unexplained systemic symptoms, including chronic fatigue, insomnia, brain fog, discomfort, and autoimmune disorders. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for implant 1 of 2, designated side a.